Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed a pocket infection. The source of infection was unknown. The system was explanted. The patient was stable after the procedure.